Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault 74 and the fault was not reproduced during device testing. During the service evaluation, the device failed the calibration tests. The evaluation determined that the device events were due to faulty sensor circuit board (pcb). The sensor pcb was replaced to resolve these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.